Event description:
Event verbatim: organ failure; novopen 5 failed to administer the insulin dose; device failure. Case description: this serious spontaneous case from the united kingdom was reported by a health care professional as "organ failure(organ failure)" with an unspecified onset date, "novopen 5 failed to administer the insulin dose(device failure)" with an unspecified onset date, and concerned a (B)(6)-year-old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", novopen 5 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin as part) (solution for injection, 100 u/ml) (dose, frequency & route used; maximum daily dose; intramuscular; therapy dates: (B)(6) 2019 to unk. From (B)(6) 2019 for "drug use for unknown indication", levemir penfill (insulin detemir) (solution for injection, .0024 mol/l) (dose, frequency & route used - unk, intramuscular) (therapy dates: (B)(6) 2019 to unk) from (B)(6) 2019 for "drug use for unknown indication". The patient's height, weight and body mass index (bmi): not reported medical history was not provided. Concomitant products included, butec(buprenorphine), omeprazole, gaviscon advanced(potassium bicarbonate, sodium alginate). On an unknown date, it was reported that novopen 5 failed to administer the insulin dose and hospitalization in ICU beginnings of organ failure (details: not reported). Batch number of novopen 5: jvgt189, novopen 5: hr7n694, novorapid penfill: jr7v115 and levemir penfill: hr7n694 were available. Action taken to novopen 5 was product discontinued due to adverse event. Action taken to novopen 5 was product discontinued due to adverse event. Action taken to novorapid penfill was reported as product discontinued due to adverse event. Action taken to levemir penfill was reported as product discontinued due to adverse event. The outcome for the event "organ failure(organ failure)" was recovered. The outcome for the event "novopen 5 failed to administer the insulin dose(device failure)" was not reported. Investigation results: name: novopen 5; batch jvgt189-1. The electronic register was checked. A mitigation code indicating that the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The electronic display showed two lines; after the dose button was fully depressed. This is a normal function of the pen in order to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. Name: novopen 5 - batch fvg7616-1. The electronic register was checked. A mitigation code indicating that the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The electronic display showed two lines; after the dose button was fully depressed. This is a normal function of the pen in order to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. Name: novorapid penfill 3 ml; batch jr7v115. A complaint sample has been analysed chemically including ph. The result was within acceptable limits during examination of the product no irregularities were detected. The product was found to be normal. A visual examination of the returned product was performed. The returned cartridge was tested for delivery with a novopen 4 and a novofine needle. During testing it was possible to deliver preparation. Name: levemir penfill 3 ml; batch hr7n694. The returned cartridge was tested for delivery with a novopen 4 and a novofine needle. During testing it was possible to deliver preparation. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Based on investigations made we can conclude that the investigations are considered sufficient. There was no additional information to be considered concerning, batch record and nc/deviation related to the batch were reviewed. None abnormality or discrepancies were found. The batch documentation has been reviewed and found to be normal. A complaint sample has been analysed chemically including ph. The result was within acceptable limits during examination of the product no irregularities were detected. The product was found to be normal. In order to protect the safety of patient it will, in rare cases, be required to disassemble the device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the device). The disassembled device will be stored with the same retention period as other complaint samples on 13-nov-2020, an amendment was performed. Since last submission, the following information has been amended: final manufacturers comment has been updated in the narrative. Company comment: organ failure is assessed as unlisted according to the novo nordisk current ccds in levemir and novorapid. Relevant information on medical history and final diagnosis are unavailable. It was reported that patient does not change the needle after every injection. Needle re-use could have led to device malfunction and clinical consequences due to hyper/hypoglycaemia. Elderly age of the patient ((B)(6) years) is a significant risk factor for development of organ failure. This single case report is not considered to change the current knowledge of the safety profile of levemir and novorapid. Final manufacturer's comment: on 13-mar-2020, upon investigation of the returned device (novopen 5, batch no. Jvgt189-1), product was found to be normal. The results were found to comply with specifications. The electronic display showed two lines; after the dose button was fully depressed. This is a normal function of the pen in order to warn the user of non-recommended user behaviour. The observed problem is due to incorrect handling of the pen. It was reported that patient does not change the needle after every injection. Needle re-use could have led to device malfunction and clinical consequences due to hyper/hypoglycaemia. Elderly age of the patient ((B)(6) years) is a significant risk factor for development of organ failure. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Reporter comment: the reporter commented that the novopen 5 failed to administer the insulin dose. Brand of needle used was not reported. The patient does not change the needle after every injection and does not store the device with the needle attached. Continued: evaluation summary name: novopen 5; batch fvg7616-1. The electronic register was checked. A mitigation code indicating that the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The electronic display showed two lines; after the dose button was fully depressed. This is a normal function of the pen in order to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes.